Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in the non calcified and severely tortuous first diagonal (dx) artery. A 3.0x16mm taxus express2 was initially implanted in the mid left anterior descending artery. The physician attempted to advance a taxus express2 2.5x20mm drug eluting stent through the previously placed 3.0x16mm taxus express2 stent, but was unable to cross this stent. Another manufacturer's balloon was used to dilate the previously implanted stent, but the 2.5x20mm taxus express2 stent was still unable to cross the lesion. It was noted that the stent was flared. The procedure was unable to be completed. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause for this complaint can be attributed to operational context due to likelihood that patient anatomy or other procedural factors contributed to the reported difficulty.